Manufacturer narrative:
On (B)(4) 2011, a field service engineer (fse) was able to drain the bellows and flush vacuum trap by replacing the actuators for pinch valves (pv) 20, 21, and 22. Pinch valves route pressure, vacuum and reagents. The root cause of this event was attributed to the needle bellows not draining due to the actuators sticking for pinch valves (pv) 20, 21, and 22.

Event description:
A customer contacted beckman coulter inc. (Bci) to report bellows were not draining and that a small leak of isoton and blood was observed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection no injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds.